Manufacturer narrative:
The reported complaint of a user advisory - "(ua)12" (lifeband not present) error message on the autopulse platform (serial (B)(4)) was not reproduced during functional testing; however, it was confirmed during archive data review. The returned autopulse platform functions as intended. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua12 error message recorded in the archive data is easily clearable by the user. The ua12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. There was no physical damage on the returned autopulse platform during visual inspection. During archive data review, ua12 (lifeband not present) was observed on the reported event date. Thus, confirming the reported complaint. As a precautionary measure, the reset switch was adjusted to reduce the chance of a re-occurrence. After the adjustment, the returned autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use.

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed user advisory - "(ua) 12" (lifeband not present) upon power on. The crew were unable to clear the error message. No patient involvement.